Event description:
The hospital recently purchased ICU medical/ smiths medfusion 4000 syringe pumps. After they sat for nearly a year because of quality issues and recalls they were finally deployed. Since then we have experienced a plethora of issues and failures with them. Since these are primarily used in high acuity areas the potential for a life-threatening situation seems very likely if the problems aren't resolved. These have been addressed with ICU medical but the flippant nature of their responses and inaction seems to edging towards negligence. The biggest concern is an audible alarm failure that occurs and is documented multiple times in the error logs. The other huge area for concern is a system error message that has been reoccurring on multiple pumps. It is system failure base task timeout 128, and has also had been recorded in the logs. When speaking with the technical support technicians at ICU medical not a single one has been able to identify what that error means or the potential consequences. It is also not included in the error message explanation in the device manual. The speaker is a concern to the potential for a missed alarm if it continues to intermittently fail and the other error could have other unknown but potentially life-threatening consequences as well. To date the actions taken by ICU medical when the pumps are returned to us this a record of them being ran for about five minutes and if the error isn't present after that they delete all records of it from the log and return them with no repairs made. The concern is that this failure to address ongoing issues because they have a backlog of work due to all the problems is that this will lead to a life threatening or ending event before anything is addressed.